Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose at device after a heart catheterization with grafts diagnostic procedure. Reportedly, a cuff miss occurred. When the operator was rewiring the device there was excessive bleeding through the guide wire exit port. The device was removed and hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The operator is reportedly trained in the use of the perclose at device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger/needles assembly, anterior and posterior cuffs, link, complete suture and posterior needle tip were not returned, limiting the scope of the investigation. The reported cuff miss and excessive blood flow through the guide wire exit port could not be confirmed. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.